Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the high impedances and not feeling stimulation was the line was possibly cut during surgery. The patient reported that surgery was scheduled to replace the device. The issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain via a manufacturer¿s representative (rep). The rep reported that the ins was overdischarged. The rep reported that after recovering the ins from overdischarge, the power on reset (por) had been cleared and the ins was charged. The rep reported that she had increased stimulation to 10.5v and the patient couldn¿t feel stimulation. Electrode impedance was performed and showed the following results: 0.7v: reference 0: all shows greater than 10,000 ohms except for electrode: 1: 8991 ohms 9: 19173 ohms increased to 3v: the rep reported no out of range impedance, reported high impedance reading. Caller reports patient is programmed with electrode 8+9-10+. Reference 8: 9: 5846 ohms 10: 5581 ohms reference 9: 8: 5846 ohms 10: 4625 ohms reference 10 8: 5581 ohms 9: 4625 ohms the rep reported that the patient continued to feel no stimulation at 10.5v with bipolar pairs programmed. No further complications were reported.